Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). The customer was unable to provide further details